Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the male patient of unknown age who had been admitted in for a planned protected percutaneous coronary intervention (pci) of the left main coronary. The patient was a known cardiac patient as two month prior he had received a bovine aortic valve and arch replacement. The physician was aware that the crossing of the valve with the impella cp could be difficult, as they had issues crossing the valve with diagnostic catheters. The cp was delivered with difficulty but was placed successfully in the left ventricle. After the delivery to the left ventricle the pump had suction with flows only able to rise to 1.4l/min. Suction persisted at flows, even at level p2. The team made decision to explant the cp and replace with an intra-aortic balloon pump (iabp). The iabp was inserted and the pci was performed. There was not noted harm from the delivery and suction. The patient survived the event. The instructions for use of the cp does speak to the contraindication of a mechanical heart valve, not the bovine valve as present in this patient.